Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that after a laparoscopic gastrectomy, the doctor felt the battery was hotter than usual. The operation was finished without any problem. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Date sent: 11/10/2016. Additional information requested and received: was there any burn to the patient or the user? No, there was not any burn to the patient or the user.